Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number:2938836-2019-03465. It was reported that during an implant procedure, the atrial lead was implanted, and lead analysis was all within normal limits. When the lead was connected to the can the pacing lead impedance was found to be high, within the range. The physician tried to disconnect the lead from the header but failed to rotate set screw after multiple attempts. The lead was cut manually, and new lead was implanted. The physician disconnected right and left ventricular leads and replaced the device. The patient tolerated the procedure well without any complications.

Manufacturer narrative:
The reported event of high impedance could not be confirmed.a complete lead was returned in two pieces for analysis. The connector portion measured 4.7 cm while the distal portion measured 41.5 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.